Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C12706). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2483 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 03-aug-2023: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C12706) for female sterilisation. The patient had a medical history of gastroenteritis, abdominal pain and dizzy in 2015 and breast discharge, migraine, vertigo, vomiting, palpitation, chest pain, c-section and parity 3 (first one being born by forceps and ventouse, the second one by csection and the third born by normal vaginal delivery). Previously administered products included: oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2483 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with cyclizine as well as surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: headache, weakness in lt side with paresthesia [hysterosalpingogram] on (B)(6) 2015: essure sterilization with both micro-inserts in situ. Both fallopian tubes are completely occluded. [Mammogram] (date unknown): bilateral mixed density breast tissue with no mammographic features of malignancy demonstrated in the right breast.in the left breast there is a slightly lobulated density noted in the central breast measuring 7mm in diameter. This has predominantly benign features on coned compression, however, ultrasound will be performed for full evaluation [x-ray] on (B)(6) 2015: the cardiac and mediastinal outlines are normal. No focal lung lesion is seen; on (B)(6) 2019: mild reduction in both hip joint spaces at the superior aspect, no other degenerative features seen. Satisfactory appearance of the bony pelvis and sacroiliac joints. Iucd in situ [x-ray] on (B)(6) 2015: the cardiac and mediastinal outlines are normal. No focal lung lesion is seen; on (B)(6) 2019: mild reduction in both hip joint spaces at the superior aspect, no other degenerative features seen. Satisfactory appearance of the bony pelvis and sacroiliac joints. Iucd in situ lot number: c12706 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-aug-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2483 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2483 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. C12706) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastroenteritis, abdominal pain and dizzy in 2015 and breast discharge, migraine, vertigo, vomiting, palpitation, chest pain, c-section and parity 3 (first one being born by forceps and ventouse, the second one by csection and the third born by normal vaginal delivery). Previously administered products included: oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), syncope ("fainting"), fatigue ("fatigue"), brain fog ("brain-fog"), anaemia ("anemia") and dizziness ("dizziness"). The patient was treated with cyclizine as well as surgery (to remove essure). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered anaemia, brain fog, dizziness, fatigue, genital haemorrhage, pelvic pain and syncope to be related to essure administration. The reporter commented: loss and damages which was caused or contributed to by the defective product produced by the defendant. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: headache, weakness in lt side with paresthesia [computerised tomogram pelvis] on (B)(6) 2014: pelvic scan ¿ please to ensure occlusion [hysterosalpingogram] on (B)(6) 2015: essure sterilization with both micro-inserts in situ. Both fallopian tubes are completely occluded. [Mammogram] on (B)(6) 2014: bilateral mixed density breast tissue with no mammographic features of malignancy demonstrated in the right breast.in the left breast there is a slightly lobulated density noted in the central breast measuring 7mm in diameter. This has predominantly benign features on coned compression, however, ultrasound will be performed for full evaluation [x-ray] on (B)(6) 2015: the cardiac and mediastinal outlines are normal. No focal lung lesion is seen; on (B)(6) 2019: mild reduction in both hip joint spaces at the superior aspect, no other degenerative features seen. Satisfactory appearance of the bony pelvis and sacroiliac joints. Iucd in situ [x-ray] on (B)(6) 2015: the cardiac and mediastinal outlines are normal. No focal lung lesion is seen; on (B)(6) 2019: mild reduction in both hip joint spaces at the superior aspect, no other degenerative features seen. Satisfactory appearance of the bony pelvis and sacroiliac joints. Iucd in situ. Lot number: c12706 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. Event medical device removal is replaced with event pelvic pain female. New events (fainting, genital bleeding, fatigue, brain fog, anemia, dizziness), reporter, lab data, reporter causality comment was added. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. C12706) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastroenteritis, abdominal pain and dizzy in 2015 and breast discharge, migraine, vertigo, vomiting, palpitation, chest pain, c-section and parity 3 (first one being born by forceps and ventouse, the second one by csection and the third born by normal vaginal delivery). Previously administered products included: oral contraceptive nos. On 25-sep-2014, the patient had essure inserted. Essure was removed on 13-jul-2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), syncope ("fainting"), fatigue ("fatigue"), brain fog ("brain-fog"), anaemia ("anemia") and dizziness ("dizziness"). The patient was treated with cyclizine as well as surgery (to remove essure). At the time of the report, the outcome of pelvic pain was unknown. The reporter considered anaemia, brain fog, dizziness, fatigue, genital haemorrhage, pelvic pain and syncope to be related to essure administration. The reporter commented: loss and damages which was caused or contributed to by the defective product produced by the defendant. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on 14-jul-2017: headache, weakness in lt side with paresthesia [computerised tomogram pelvis] on 26-sep-2014: pelvic scan ¿ please to ensure occlusion [hysterosalpingogram] on 03-mar-2015: essure sterilization with both micro-inserts in situ. Both fallopian tubes are completely occluded. [Mammogram] on 26-sep-2014: bilateral mixed density breast tissue with no mammographic features of malignancy demonstrated in the right breast.in the left breast there is a slightly lobulated density noted in the central breast measuring 7mm in diameter. This has predominantly benign features on coned compression, however, ultrasound will be performed for full evaluation [x-ray] on 02-mar-2015: the cardiac and mediastinal outlines are normal. No focal lung lesion is seen; on 24-mar-2019: mild reduction in both hip joint spaces at the superior aspect, no other degenerative features seen. Satisfactory appearance of the bony pelvis and sacroiliac joints. Iucd in situ [x-ray] on 02-mar-2015: the cardiac and mediastinal outlines are normal. No focal lung lesion is seen; on 24-mar-2019: mild reduction in both hip joint spaces at the superior aspect, no other degenerative features seen. Satisfactory appearance of the bony pelvis and sacroiliac joints. Iucd in situ lot number: c12706 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.